Event description:
It was reported that the customer was hospitalized, due to hyperglycemia. Troubleshooting was performed and found that the insulin pump had alarmed no delivery. The prime and self tests passed. The customer was not available to verify the programming on the insulin pump or complete troubleshooting. It was advised to have the customer call back to finish troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.